Event description:
It was reported that the patient experienced chest stimulation. The lead exhibited loss of capture, under sensing and an impedance anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.